Manufacturer narrative:
The serial number of the customer's e 801 analyzer was requested, but not provided. The tsh reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(6). Tsh reagent lot number 674689, with an expiration date of 29-feb-2024 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(6). Tsh reagent lot number 660341, with an expiration date of 31-aug-2023 was used on this analyzer. The investigation could not identify a product problem. A general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys tsh on two cobas e 801 modules and a cobas e 411 immunoassay analyzer. The specific date of the event is not known. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on an unknown date. The sample was provided for investigation, where it was tested on a second e 801 analyzer and e411 analyzer on (B)(6) 2023. The sample was also repeated on an abbott architect analyzer on (B)(6) 2023.